Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a broken force sensor was detected during seating or regular delivery. Customer also reported critical pump error. Customer blood glucose reading was 316 mg/dl. The insulin pump was exposed to moisture damage in the bath tub. Troubleshoot was completed. Troubleshooting cannot have completed because critical error showed. Insulin pump will be returning for analysis.

Manufacturer narrative:
The pump was received with a critical pump error alarm and pump error 35 alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection.